Manufacturer narrative:
The meter and test strips will be returned for evaluation. Test strip lot #1020215082 expiration date: 03/01/2017. Control solution lot #none. Per label copy/package insert. Unexpected results. High or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Manufacturer narrative:
The customer's complaint is confirmed. Failure analysis of the returned device revealed that the nova max plus glucose monitoring device performed within specification. Visual as well as chemical evaluation (by testing with control solution) of the returned glucose test strips revealed one of the strips to be compromised. The root cause could not be conclusively identified. A potential contributory root cause may be related to exposure of the test strips to extremes in temperature contrary to the storage and handling as indicated in label copy (IFU/package insert). This is further supported by the results of the retain strip testing which indicates the performance of the retain strips are within product specification.

Event description:
It was reported to nova biomedical that a consumer received a result of 328 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips from the same vial getting the following result of 292 mg/dl. The consumer did not believe those results to be accurate because the consumer felt she was had all the symptoms of low blood sugar. Based on how the consumer was feeling, she consumed some juice to help raise her blood glucose level. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solution.